Manufacturer narrative:
(B)(4), date sent: 12/15/2020, d4: batch # (B)(6), h6: component code = mechanical (g04), h6: component code = others (g07). Device analysis: the analysis results found that the (B)(6) device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Further analysis shows that the handle was partially open on the handled near of indicator label and marks on the safety were observed. The damaged on the handle it appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Please reference the instructions for use for additional information. The instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information received: eight days after the operation, blood was observed in the drainage tube and the surgeon inter anastomotic leakage. Conservative treatment is currently being used. The patient's condition is currently stable, but the discharge will be delayed. Intraoperative updates: after clamp the tissue and waiting for 15 seconds, the surgeon felt that obviously resistance and during the firing. Additional information was requested, and the following was received: what were the indications for surgery? Please explain what is meant by, ¿handle of the device cracked?¿ split under safety indicator window. How was it confirmed that the safety was removed prior to firing? Unknown. What conservative treatment did the patient receive? Continuously flush and keep the pelvic cavity clean. Did the patient receive any preoperative chemotherapy or radiation? The patient did not receive. Were there any issues experienced with the device in the initial surgical procedure? No any issue. What healthcare professional fired the device and what is his/ her experience with the device? Highly qualified surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes he did. Was the device difficult to close? No any difficult. Was the device difficult to fire? No any difficult. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes, he did. Were the donuts inspected? The donuts was complete. Was a complete transection of the white breakaway washer visually confirmed? Low. Rectal anastomosis, failure to examine anastomotic stoma under direct vision. Were there any issues noted with staple formation at any point throughout the care of the patient? Unknown. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown. Was a leak test performed? If so, what type and what was the result? Finger examination. Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak addressed? Unknown. What is the current status of the patient? Still observed in the hospital.

Event description:
It was reported that during the laparoscopic-assisted radical resection of rectal cancer surgery, the handle of the device has cracked, and when severing colon and lower rectum tissue, after fired, noted some staples malformed with irregular shape( with straight leg). Changed the new one to complete surgery. No additional information can be provided.